Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and functional tests were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator and a good known lab sample catheter were introduced through the sheath without the valve, and no obstruction or resistance was encountered. The dilators outer diameter was measured, and dimensions were found within specifications. A device history record evaluation was performed for the finished device number 60000228, and no internal actions related to the reported condition were identified. The issue reported by the customer was confirmed due to the condition observed on the valve.. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab identified that the hemostatic valve was dislodged inside the hub component. During the procedure, the dilator of the vizigo sheath would not advance into the sheath. The medical team replaced the sheath and the case continued without patient consequences.